Manufacturer narrative:
No sample was rec'd for eval and investigation. Without the actual product, a complete analysis cannot be conducted. No determination can be made as to why the pump appeared to infuse quickly. The device history record for 052916, 032633 and 082236 lot was reviewed. All mfg operations were found to be within spec. If additional info pertinent to this complaint or the sample is rec'd, the file will be reopened.

Event description:
Pumps emptied too fast. Expected to last 68 hours, but were empty in 30-36 hours. No adverse event occurred. No pumps were evaluated by or returned to physician, but pts were made aware of what the pump appearance would be when empty. Dates of occurrence: recently. Other possible lot numbers are: 032633 and 082236.